Manufacturer narrative:
Investigation summary: it was reported when the sealing liquid was pushed to about 6ml the injection was difficult and could not be pushed. To aid in the investigation, two videos were provided for evaluation by our quality team. The videos show a syringe with the plunger rod-rubber stopper at 1ml in the scale. A person is pushing the plunger rod down and is able to push it all the way by applying additional force. From the video, it is difficult to know what force was used and if it was within specification. A device history record review was completed for provided material number 306595, lot number 0353448. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer of plunger movement difficult is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe there was plunger movement difficult. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "when the sealing liquid was pushed to about 6ml, the injection was difficult and could not be pushed."